Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that peritoneal dialysis (pd) solution continued to leak out of a minicap transfer set even after the twist lock was clamped (closed). The nurse further reported that it appeared that ¿the twist lock becomes loose and was not locking properly which caused the leak¿. This was noticed during pd therapy and while the patient was connected. There was no patient injury associated with this event, however, the patient was given prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with naked eye identified a broken occluder feet. The reported condition was verified. The cause of the broken occluder feet could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.